Manufacturer narrative:
The customer was informed that this device is no longer serviceable. The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would no power on. There was no patient use associated with the reported event.